Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, per additional information received, he needle fell into the patient cavity and was retrieved using a laparoscopic grasper. The patient is fine.

Manufacturer narrative:
(B)(4). Received one endo stitch* 10mm suturing device for evaluation.

Manufacturer narrative:
(B)(4). User facility listed in initial reporter. Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: occurred during a revision of a lap band procedure, roux-en-y. The needle fell off of the reload.